Event description:
It was reported that the pentaray catheter stopped deflecting during the procedure (it was unknown the type of procedure). The catheter was withdrawn without any difficulty and it was replaced. The case was completed with no patient consequences. The customer requested a return kit and the replacement of the catheter. On (B)(6) 2013, the catheter was received in the laboratory for analysis and it was found that the catheter was separated from the transition area between the shaft and the tip. Since it was unknown where this damage happened it was decided report this event. Based on this findings the alert date changed to 4/3/2013.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that the product analysis investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the pentaray catheter stopped deflecting during the procedure (it was unknown the type of procedure). The catheter was withdrawn without any difficulty and it was replaced. The case was completed with no patient consequences. The returned device was visually inspected upon receipt and it was noticed that the tip and shaft were separated. This condition was not originally reported by the customer. Further investigation revealed that the cause of this condition was the separation of the polyimide stiffener from the quad lumen tip. Then per the reported complaint, a deflection test was performed and catheter passed. The customer complaint cannot be confirmed. However, in order to recreate the tip - shaft separation (catheter condition received), a tensile strength test was performed to representative catheters samples, and it could not be duplicated. All devices were found within specification. The complaints database has been reviewed and there is no other complaint reported from the same lot number. The root cause of the tip-shaft separation remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility.